Manufacturer narrative:
Describe event or problem: it was not possible to match this event with any previously reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Moens, m., petit, f., goudman, l., de smedt, a., marien, p., ickmans, k., brouns, r. Twiddler's syndrome and neuromodulation-devices: a troubled marriage. Neuromodulation : journal of the international neuromodulation society. 2016. Doi: 10.1111/ner.12489 summary: the occurrence of twiddler's syndrome in subjects with neurostimulator devices is poorly understood and might be influenced by age, sex, bmi, use of medication or psychologic disorders. Reported events: twiddler's syndrome was diagnosed in case of clinical signs of device malfunction and radiological proof that the ipg/idd and/or the extensions/intrathecal catheter were rotated in a way that it provoked detachment or breakage proximally. Case 11 was a patient with mental retardation. Despite intensive psychologic and social supervision, a minor trauma and fat necrosis led to infection of the pocket, which facilitated rotation of the idd (intrathecal drug delivery device) around its axis. The patient experienced pain and opiate withdrawal syndrome. All patients underwent surgical revision and replacement of the catheter, followed by psychologic education and support to avoid recurrence of twiddler's syndrome.